Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention, the luer hub of the cypher select plus 3.5 x 13 mm stent was noted to be cracked. The product was not clinically used in the patient. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product was not re-sterilized. The product was prepped properly according to the instructions for use (IFU). There was no reported difficulty flushing the device. There was no available patient or target lesion information available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14103737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Nine units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance records (B)(4) was generated for by "hub damaged" is no necessary to take an action in the process as it has the necessary controls for detection of this defect, so the product is not impacted, the lot was liberated and the pths was closed. Non-conformance records (B)(4) was generated for "damaged seal" is not necessary to take an action in the process as it has the necessary controls for detection of this defect, so the product is not impacted, the lot was liberated and the pths was closed. Non-conformance record (B)(4) was generated for monitoring of air particles, since the results were favorable, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complain reported. Proximal shaft assembly. Subassembly (B)(4), lot 0201090101, 0201090102 and 0201090054 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.